Event description:
During an adenoidectomy procedure the physician was utilizing a procise xp plasmawand. Intra-operative the physician complained that the wand was not ablating the tissue as expected, in addition the physician felt that homeostasis was not being adequately achieved. The physician ultimately reverted to completing the procedure with standard suction and a monopolar electro-cautery device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.